Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the handles and o-rings. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a case the rotational and orbital locks were not working on the 9900 system. There was no report of patient injury.